Event description:
Per the clinic, the patient experienced a post-op wound infection which was treated with topical antibiotics. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on july 26, 2022.

Manufacturer narrative:
Correction: the correct date of event (b3) is june 07, 2022; not february 07, 2022 as previously reported. This report is submitted on august 05, 2022.